Event description:
It was reported that when using the bd pyxis¿ es server, the server had connection error. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was a connection error. The technical support specialist (tss) ran a downtime query and found no errors. The tss restarted the required services and navigated to hsv (health sight viewer), where no errors were found. The tss dialed into pes; sync information 2.0 showed that the device upload was current with the server time. The tss checked the device health on rss (remote support service), and it showed healthy. However, the customer reported that the disconnect error was still occurring. There was a disconnect. The good-faith attempts were made to obtain additional information from tss. No responses were received from the tss. Additional information would be added to the record if and when it was received.